Event description:
Info rec'd indicates the bed exit system is not working. There is no alarm sent when the system is set.

Manufacturer narrative:
The technician replaced the bed exit tape switch to repair the bed.